Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer reported via phone call that they experienced high blood glucose of 557 mg/dl. The customer's blood glucose was 335 mg/dl at the time of call. The customer stated that they treated the high blood glucose with the insulin pump. The customer also reported that they were hospitalized due to infection. The insulin pump will not be returned for analysis. The customer stated that they were wearing the insulin pump during hospitalization. The customer also mentioned that they had low blood glucose of 21 mg/dl and had seizure. The insulin pump will not be returned for analysis.